Manufacturer narrative:
Date of occurrence: (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor experienced a no flow event after connecting to the patient. The infusor was filled with ceftadizim and nacl 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured april 28, 2016 april 29, 2016. The device was received for evaluation with approximately 120 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon removal of the luer cap, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.